Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. A review of the system log files showed a malfunctioning flexvision pc. Upon troubleshooting, fse found flexvision pc's cmos battery voltage was down. Fse replaced the cmos battery of the flexvision pc, and the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not switch on, stalling at 00:00. No harm has been reported to philips. Philips has started an investigation of this complaint.